Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was initially reported by a female, non-healthcare professional on (B)(6) 2018 via telephone that there was a bacteria in her daughter's eye due to the contact lens used. It was not indicated which eye was affected. The consumer had almost lost her vision and the whole ocular globe. Her daughter had an eye transplant because she had a problem. It was also mentioned that she had keratoconus and used a glass rigid lens to correct the disorder. She was prescribed with a brimonidine and timolol ophthalmic eye drops to control the eye pressure. The consumer's eye condition remained unknown. No further information could be obtained.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).